Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown. The pt's arteries were reported to be small and tight. It was reported that stent graft was successfully deployed, however, during removal of the 16fr sheath the pt's external iliac artery was dissected. The external iliac artery dissection was treated with another aneurx iliac limb and a conventional graft was sewn in to cover the dissection. There was no evidence of endoleak at the conclusion of the procedure. No additional sequelae were reported that the pt is reported to be fine.